Event description:
Reporter indicated that vns pt passed away from an apparent accidental overdose. The pt had reportedly been abusing his vicodin for some time. His partner indicated that he had taken too many, "as he did daily," went to bed and never woke up. Autopsy was not performed. Stimulation was initiated 23 days post-implant and the pt was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Treating physician has indicated that the reported event was not related to the vns therapy system and that the death was not a suicide.